Manufacturer narrative:
The returned device was evaluated and the downloaded data returned a 0x33 alarm, indicating a ¿command not received when prev. Cmd had mctf bit set¿. The device ran for 1272 pulses before alarming. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The device was successfully connected to a omnipod personal diabetes manager (pdm) during the investigation and was able to deliver a bolus. No alarm or communication error was generated between the pod and the pdm during the bolus delivery. The exposed portion of the soft cannula was observed to be bent. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 290 mg/dl after wearing the pod longer than 48 hours on the leg. The patient was able to activate a new pod.